Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the screw head breaking off from one of the screws on the backup battery cover was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6) revealed that the screw head on one of screws used to secure the backup battery cover had broken off. Despite the observed damage, the remaining three screws were able to secure the backup battery cover to the controller. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Although root cause was not determined through this investigation, a manufacturing analysis task has been opened to further investigate the issue of the screw head breaking off from the screw. The device history records were reviewed (and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 13jul2025. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii IFU section 2 ¿ "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate ii IFU section 8 ¿ ¿equipment storage and care¿, and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿, explain how to properly care for all equipment. Heartmate ii patient handbook section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the new heartmate ii system controller busted when the screws were being tightened to get it ready for use. There was no issue with the screw observed before it was tightened into the system controller. There was no patient involved. The system controller was intended to return for evaluation. A replacement system controller was requested.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.